Manufacturer narrative:
Eval: results: (other) - a visual inspection of the returned product shows the lens optic is torn in half and a portion is missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v into the pt's eye and the lens tore. The surgeon cut the lens in half to remove it from the pt's eye and replaced it with another model lens. No pt injury.